Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and imaging window were kinked, the imaging section was twisted, and the rotator and imaging core could not be pulled out from the hub due to the device condition. Microscope inspection revealed that the imaging window was twisted, while the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open at the proximal end of the catheter, located 130-140 cm from the distal housing. Functional inspection using a test guidewire showed no indication of resistance when tracking the guidewire through the catheter.

Event description:
Reportable based on device analysis completed on 21 aug 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; however, there was no ivus image, and the tip was damaged. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. However, device analysis revealed the imaging window was twisted.